Event description:
The user facility in the u.s. Reported the vitrectomy cutter was not working. They opened another from the same lot and completed the surgery. No pt injury reported.

Manufacturer narrative:
Eval completed. One opened bl5623 pouch from lot v1029 was returned. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. This cutter has the old style back cap. A functional test was performed using a stellaris pc system. The cutter pulls and leaves strings when set at 1000 c.p.m. The inner needle stops retracting from the port at 5000 c.p.m., causing the port to be blocked, preventing cutting and reducing aspiration. It should be noted that a bent needle could contribute to poor cutting performance. The sterilization and lot history records were reviewed and found to be acceptable.